Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a system check pass error. The complaint receiver was returned for evaluation. The device was visually inspected and found a cracked screen. The receiver will not boot and charge. The receiver download was retrieved and confirmed the complaint. The reported event of the device ceased to function was confirmed via log review. A probable cause could not be determined via product. Based on the investigation results this issue has been upgraded from non-reportable to reportable.